Event description:
It was reported that during a laparoscopic sigma procedure the device could not be opened. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. In addition, the clamping mechanism was noted to be damaged; the device was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) How was the device removed from the tissue? What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?